Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient via manufacturing representative reported that their system was explanted due to presentation of infection at the implantable neurostimulator site (ins). The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.